Event description:
Correction b.5, d.9 (noted h.2): it was reported the pilot balloon developed a hole at the seam and the flange has a split where strap ties attach. Note: the device was returned and submitted to the analytical lab for evaluation. Results will be reported upon completion of evaluation.

Event description:
It was reported, that "the cuff spontaneously re-inflated." There was no reported injury and/or change in therapy. The involved device has not been returned for evaluation as of the date on this report.

Event description:
It was reported, that "the cuff spontaneously re-inflated." The involved device has not been returned for eval as of the date on this report.